Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and air bubbles in the reservoir. Blood glucose level was 174 mg/dl. Customer stated air bubbles size is half the size of a pencil eraser in reservoir. Customer was unable to complete troubleshooting for the high readings and air bubbles. The product was not returned.